Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A healthcare professional reported that cutter did not work at all (there was no cutting ability) at an unknown timing for vitrectomy surgery. The procedure was completed on the same day by replacing the product with a new pack. There was no information reported about patient impact.